Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had broken force sensor was detected during seating or regular delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On 05/12/2021 customer called in with the following concern: critical pump error alarm. No further concern. P-cap locked in place properly during testing. Device was successfully downloaded using (thus software). Proceed it with the following testing to assure proper functionality of the device. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). During download review pump error 35 alarm confirm in long trace download on 05/11/2021 at 23:04:00 hour. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determine that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Force sensor zero offset within specifications (23.5 milivolts). Device also received with faded serial number label, partially broken retainer, cracked keypad at select button, cracked case(battery tube) and cracked battery tube threads. In conclusion device came in with critical pump error alarm trigged by pump error 35. Pump error 35 due to moisture damage on electronic assemblies.